Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, during an unknown procedure, the drill bit broke off in the patient, and was permanently left in the patient. It occurred twice and there are two fragments left in the patient. This caused a surgical delay of 30 minutes. Procedure and patient outcome were unknown. This report is for one (1) 1.1mm drill bit/qc/60mm this is report 1 of 2 for (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, during an unknown procedure, the drill bit broke off in the patient, and was permanently left in the patient. It occurred twice and there are two fragments left in the patient. This caused a surgical delay of 30 minutes. Procedure and patient outcome were unknown. This report is for one (1) 1.1mm drill bit/qc/60mm this is report 1 of 2 for (B)(4).